Event description:
A customer obtained a false negative hepatitis b surface antigen result on a patient sample from a known chronic hepatitis b virus carrier. A positive resuit was obtained by three other methods. A false negative result could present a risk to public health. The false negative result was not reported, therefore, there was no report of patient harm as a result of this event.